Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation in the fallopian tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), toothache ("dental pain"), gingival pain ("gum pain"), oral pain ("mouth hurt"), inflammation ("inflammation throughout my body"), myositis ("inflammation attacking my muscles"), gingival swelling ("swollen gums"), arthralgia ("pain in the joints"), joint swelling ("swollen knees and hands"), peripheral swelling ("swollen knees and hands"), dyspareunia ("pain with intercource") and myalgia ("muscle ache"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the salpingitis, gingival pain, oral pain, inflammation, myositis, peripheral swelling, dyspareunia and myalgia outcome was unknown, the toothache and gingival swelling had resolved and the arthralgia and joint swelling was resolving. The reporter considered arthralgia, dyspareunia, gingival pain, gingival swelling, inflammation, joint swelling, myalgia, myositis, oral pain, peripheral swelling, salpingitis and toothache to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : gingival pain, oral pain, salpingitis and toothache, inflammation, myositis , gingival swelling, arthralgia and joint swelling, peripheral swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2020: this is a retention case. All the information from deletion case- (B)(4)(duplicate) including references has been transferred to this case. Reporters information and events were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation in the fallopian tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included nuvaring. Concomitant products included metformin. On an unknown date, the patient had essure inserted. On an unknown date, the patient started nuvaring at an unspecified dose and frequency. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), toothache ("dental pain"), gingival pain ("gum pain"), oral pain ("mouth hurt"), inflammation ("inflammation throughout my body"), myositis ("inflammation attacking my muscles"), gingival swelling ("swollen gums"), arthralgia ("pain in the joints"), joint swelling ("swollen knees and hands"), peripheral swelling ("swollen knees and hands"), dyspareunia ("pain with intercourse"), myalgia ("muscle ache"), libido decreased ("hated having breast touched but enjoying sex again"), gastrointestinal pain ("such pain that I thought my appendix sw had burst"), polycystic ovaries ("pcos"), menstrual disorder ("periods not normal"), anaesthetic complication ("had in my past reactions to certain ones"), flatulence ("gas pains"), abdominal pain ("abdomen pain") and musculoskeletal pain ("shoulder pain") and was found to have renal neoplasm ("tumor taking over 3/4 of my left kidney"). The patient was treated with tablet, surgery (hysterectomy) and took pepsi. Essure was removed. At the time of the report, the salpingitis, gingival pain, oral pain, inflammation, myositis, peripheral swelling, myalgia, gastrointestinal pain, anaesthetic complication, flatulence, abdominal pain and musculoskeletal pain outcome was unknown, the toothache, gingival swelling, dyspareunia, libido decreased and menstrual disorder had resolved and the arthralgia, joint swelling, renal neoplasm and polycystic ovaries was resolving. The reporter provided no causality assessment for gastrointestinal pain, menstrual disorder, polycystic ovaries and renal neoplasm with essure. The reporter considered abdominal pain, anaesthetic complication, arthralgia, dyspareunia, flatulence, gingival pain, gingival swelling, inflammation, joint swelling, libido decreased, musculoskeletal pain, myalgia, myositis, oral pain, peripheral swelling, salpingitis and toothache to be related to essure. The reporter commented: patient had nuvaring for a year. Patient reported, that it has caused her pain in the appendix and a tumor in the left kidney and pcos were found. Nuvaring was withdrawn and metformin was started. Within weeks, patient's periods became normal and the cyst reduced dramatically. Almost 9 months after, the kidney tumor was down to a quarter of its size. Concerning the injuries reported in this case, the following ones were reported via social media : gingival pain, oral pain, salpingitis and toothache, inflammation, myositis , gingival swelling, arthralgia and joint swelling, peripheral swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case received. New reporter added. Non-company suspect nuvaring added. Device information updated. Concomitant product metformin added. Event outcome ¿pain with intercourse¿ changed to recovered. New events ¿hated having breast touched¿ and ¿such pain that I thought my appendix sw had burst¿ and ¿tumor taking over 3/4 of my left kidney¿ and ¿pcos¿ and ¿periods not normal¿ added. Reporter causality comment added. On 23-mar-2020: social media received. New reported was added. New events anesthetic complication, gas pain, shoulder pain and abdomen pain were added. New uncodeable "unclassifiable" treatment drug was added. On 23-mar-2020: social media content was received: new reporter was added. On 23-mar-2020: social media content received new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation in the fallopian tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), toothache ("dental pain"), gingival pain ("gum pain") and oral pain ("mouth hurt"). At the time of the report, the salpingitis, toothache, gingival pain and oral pain outcome was unknown. The reporter considered gingival pain, oral pain, salpingitis and toothache to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : gingival pain, oral pain, salpingitis and toothache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation in the fallopian tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), toothache ("dental pain"), gingival pain ("gum pain"), oral pain ("mouth hurt"), inflammation ("inflammation throughout my body"), myositis ("inflammation attacking my muscles"), gingival swelling ("swollen gums"), arthralgia ("pain in the joints"), joint swelling ("swollen knees and hands") and peripheral swelling ("swollen knees and hands"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the salpingitis, gingival pain, oral pain, inflammation, myositis and peripheral swelling outcome was unknown, the toothache and gingival swelling had resolved and the arthralgia and joint swelling was resolving. The reporter considered arthralgia, gingival pain, gingival swelling, inflammation, joint swelling, myositis, oral pain, peripheral swelling, salpingitis and toothache to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : gingival pain, oral pain, salpingitis and toothache, inflammation, myositis , gingival swelling, arthralgia and joint swelling, peripheral swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New events added- inflammation, myositis, gingival swelling, arthralgia and joint swelling,peripheral swelling. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation in the fallopian tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), toothache ("dental pain"), gingival pain ("gum pain") and oral pain ("mouth hurt"). The patient was treated with surgery. The reporter considered gingival pain, oral pain, salpingitis and toothache to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: gingival pain, oral pain, salpingitis and toothache no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.